Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. On device interrogation it was noted that the right atrial (ra) lead exhibited possible far field r waves over-sensing during blanking period. Possible intermittent under-sensing was also noted on stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.